Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced severe pelvic and abdominal pain, recurrent cystitis and burning urinary symptoms, burning sensations during intercourse (dyspareunia), persistent bladder dysfunction and recurrent infections, loss of menstrual periods shortly after surgery, bowel dysfunction including significant muscle loss, requirement for mechanical evacuation of bowels, bladder wall distension/blow-out episodes, chronic back pain and constant debilitating pain. Per medical records were received on 04feb2026, the patient has experienced menopause, abdominal pain, chronic cystitis, upper back pain, constipation, recurrent cervix pain, genital pain, bloated lower abdomen, vaginal irritation, dysuria, vaginal soreness, burning sensation, urinary frequency, recurrent urinary tract infections, dyspareunia, abdominal distension, menorrhagia, vulva swelling, abdominal swelling, clitoris ulcer, vaginal ulcers, inflamed labia, candidiasis, hematuria, postcoital bleeding, rectocele, urgency, urinary incontinence, vaginal dryness, vaginal pain, obstructive defecation, chronic fissure, bowel dysfunction, vaginal discomfort, pelvic pain and required additional surgical and non surgical treatments.

Manufacturer narrative:
The reported event could not be confirmed. No sample was returned for evaluation. Based on the investigation findings, current manufacturing controls are considered adequate as to detect and segregate any non conforming unit. Event described could not be confirmed as a manufacturing related issue. Correction: d. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The UDI number for this product is not available. Correction: d & g. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced severe pelvic and abdominal pain, recurrent cystitis and burning urinary symptoms, burning sensations during intercourse (dyspareunia), persistent bladder dysfunction and recurrent infections, loss of menstrual periods shortly after surgery, bowel dysfunction including significant muscle loss, requirement for mechanical evacuation of bowels, bladder wall distension/blow-out episodes, chronic back pain and constant debilitating pain. Per medical records were received on 04feb2026, the patient has experienced menopause, abdominal pain, chronic cystitis, upper back pain, constipation, recurrent cervix pain, genital pain, bloated lower abdomen, vaginal irritation, dysuria, vaginal soreness, burning sensation, urinary frequency, recurrent urinary tract infections, dyspareunia, abdominal distension, menorrhagia, vulva swelling, abdominal swelling, clitoris ulcer, vaginal ulcers, inflamed labia, candidiasis, hematuria, postcoital bleeding, rectocele, urgency, urinary incontinence, vaginal dryness, vaginal pain, obstructive defecation, chronic fissure, bowel dysfunction, vaginal discomfort, pelvic pain and required additional surgical and non-surgical treatments.

Manufacturer narrative:
Initial reporter fax number provided (B)(6). Initial reporter phone number provided (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced severe pelvic and abdominal pain, recurrent cystitis and burning urinary symptoms, burning sensations during intercourse (dyspareunia), persistent bladder dysfunction and recurrent infections, loss of menstrual periods shortly after surgery, bowel dysfunction including significant muscle loss, requirement for mechanical evacuation of bowels, bladder wall distension/blow-out episodes, chronic back pain and constant debilitating pain. Per medical records were received on (B)(6) 2026, the patient has experienced menopause, abdominal pain, chronic cystitis, upper back pain, constipation, recurrent cervix pain, genital pain, bloated lower abdomen, vaginal irritation, dysuria, vaginal soreness, burning sensation, urinary frequency, recurrent urinary tract infections, dyspareunia, abdominal distension, menorrhagia, vulva swelling, abdominal swelling, clitoris ulcer, vaginal ulcers, inflamed labia, candidiasis, hematuria, postcoital bleeding, rectocele, urgency, urinary incontinence, vaginal dryness, vaginal pain, obstructive defecation, chronic fissure, bowel dysfunction, vaginal discomfort, pelvic pain and required additional surgical and non-surgical treatments.